Event description:
It was reported that the patient experienced syncope and received inappropriate therapy. A transmission review showed that the implantable cardioverter defibrillator (ICD) device misclassified a ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt) and inappropriately withheld therapy, but there was also an episode of atrial fibrillation (af) with rapid ventricular respo nse (rvr) that was treated inappropriately. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.